Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged on lcd board. The insulin pump was unable to perform functional testing due to blank display. The insulin pump had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported that there was fluid under the lcd display. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did return after inserting a new battery. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.